Event description:
It was reported that during an unspecified procedure, guide wire removal difficulty occurred. While attempting to exchange the cannula, the hydra-jag/ .035/450cm/agn guide wire became stuck inside the cannula hub and the jacket of the guide wire became deformed. When the guide wire was removed, the jacket of the guide wire was peeled and the core wire was exposed. The peeled portion of the guide wire remained inside the cannula. No portion of the peeled jacket was inside the pt. The procedure was completed with a different device. No pt complications occurred. Pt status is satisfactory.